Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient lost effective therapy due to leads had migrated. Patient underwent surgical intervention on (B)(6) 2025 during which the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151371.

Event description:
It was reported patient experienced lack of effective therapy. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the address the issue.